Event description:
It was reported there was no power to the c-arm which would prevent the system from booting up. There was no report of a pt and/or customer serious injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.